Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Name and address for importer site: (B)(6). Summary of investigational findings: investigation is based on event description, product return, and image review. Filter would not deploy, when sheath was retracted. Device was removed and procedure was completed with another celect filter. The complete device but the dilators was returned. The filter was still loaded to the jugular introducer and the red safety button was not pressed, ie the system was still locked, thus difficult to comment on "the product did not work when I pressed the button". During investigation the filter was repeatedly deployed and every time without difficulty and with the filter legs properly expanded. The single image submitted for review does demonstrate a celect platinum ivc filter to the right of the spine at the appropriate level of the renal vein inflow. The filter is still attached to the deployment device and the sheath was retracted to the level of the filter collar. Despite retraction of the sheath, there is not expansion of the primary nor secondary filter legs. Their orientation does not appear abnormal nor entangled on this single view. There are several potential explanations of this configuration. One of the most probable explanations is the ivc filter was not deployed in the ivc, but rather in the right gonadal vein. The right gonadal vein takes a nearly parallel approach to the ivc, and typically can project over the ivc, lending to the inadvertent cannulization and deployment of an ivc filter within this vein. The gonadal vein only measures a few millimeters in diameter, approximately the same diameter to which the ivc filter was expanded to at the time of this image. Without the preplacement venogram to evaluate the location of the gonadal vein, this probable explanation for this lack of expansion cannot be confirmed nor refuted. Even if the venogram demonstrated normal ivc anatomy, it is not uncommon for the deployment device and/or wire to retract to above the level of the renal veins during removal of the dilator and/or advancement of the filter. The deploying physician may have pushed the sheath back to the same level as the initial venogram but may have inadvertently advanced the sheath into the gonadal vein and did not check the location again prior to the attempted filter deployment. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended during attempted placement. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information received from physician (B)(6) 2018: "I punchured jugular vein and it was general dvt case. By the way, the product did not work when I pressed the button."

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# pr247072. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under PMA/510(k) k121629. Investigation is still in progress.

Event description:
Description of event according to initial reporter: physician has procedure same procedure, products. He punctured jugular vein, inserted dilator and removed dilator, inserted sheath (filter 7fr sheath) and he inserted filter catheter. Checked the deploy location. Finally he removed sheath for filter deploy but filter did not deploy. So physician removed all products and he used new celect product and deployment procedure finished without any problems. Additional information received 11/29/2018: actually filter did not deploy but the image shows that it is tilted. Patient outcome: the patient did not require any additional procedures due to this occurrence no adverse effects on the patient due to this occurrence.